Event description:
A user facility registered nurse (rn) reported that an internal dialyzer blood leak occurred less than a minute after the start of a patient¿s hemodialysis (hd) treatment. The blood leak was confirmed to be visually observed in the hansen lines. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood leak test strip was not used. There was no damage or defect noted on the dialyzer. Fresenius bloodlines were also being used. After the leak occurred, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 300 ml. The rn confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient did not complete their treatment. They were re-setup with new supplies on a different machine, and an hour after restarting treatment the patient complained of dizziness. The patient¿s blood was returned and the treatment was ended. The patient was monitored and recovered onsite. The patient did not require any medical intervention due to the dizziness, and no additional treatment was needed. The complaint device was not available to be returned for manufacturer evaluation as it was reportedly discarded. A photo of the dialyzer still connected to the machine was provided for review.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. The provided photograph shows a dialyzer connected to a machine with blood throughout; however, there is no visible leak. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were multiple approved temporary deviation notices (dns) reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility registered nurse (rn) reported that an internal dialyzer blood leak occurred less than a minute after the start of a patient¿s hemodialysis (hd) treatment. The blood leak was confirmed to be visually observed in the hansen lines. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood leak test strip was not used. There was no damage or defect noted on the dialyzer. Fresenius bloodlines were also being used. After the leak occurred, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 300 ml. The rn confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient did not complete their treatment. They were re-setup with new supplies on a different machine, and an hour after restarting treatment the patient complained of dizziness. The patient¿s blood was returned and the treatment was ended. The patient was monitored and recovered onsite. The patient did not require any medical intervention due to the dizziness, and no additional treatment was needed. The complaint device was not available to be returned for manufacturer evaluation as it was reportedly discarded. A photo of the dialyzer still connected to the machine was provided for review.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.